Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka) and acute kidney trauma. The patient's blood glucose values reached 612 mg/dl. For treatment, the patient was given intravenous (IV) fluids, admelog insulin and basgalar. The patient was reported to be vomiting and their ketones were large. The patient was prescribed cetirizine hydrochloride 5 ml to take once daily. The patient was sent to the intensive care unit (ICU), until their bg values dropped and then transferred to the pediatric ward. The patient was discharged after two days.